Event description:
It was reported that the syringe size check failed, and the top and bottom enclosure had a minor damage. There was unknown patient involvement.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.